Manufacturer narrative:
The ca2 reagent lot number was 88542701 with an expiration date of 31-aug-2026. It was found that the halogen lamp was burned out, and the water filter was dirty, as the water tank had never been cleaned. The water filter was last replaced in (B)(6) 2025. The customer replaced the halogen lamp with a used lamp in better condition, cleaned the water tank and filter, decontaminated the sample probe, and calibration and qc were acceptable. Qc material was used for precision testing, and the results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of discrepant results for 2 patient samples tested for calcium gen.2 (ca2) on a cobas c 111 analyzer. Patient 1 initial ca2 result was 10.87 mg/dl. The sample was repeated twice, with results of 14.2 mg/dl and 10.09 mg/dl. On (B)(6) 2026, patient 2 initial ca2 result was 14.8 mg/dl. The repeat result was 9.65 mg/dl.